Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+0.5/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On the same date, in a separate surgery, the lens was explanted due to excessive vault. On (B)(6) 2018 a shorter lens was implanted and the problem was resolved. The cause of the event is reported as unknown.